Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer (fse) replaced the damaged module controller board as it was showing power lights. Fse also replaced the pyxis bus cable as it was thermally damaged. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary d9sd drawer 6 failed. The customer confirmed that the drawer properly connected, but there were no indicator lights on the back of the drawer. Rebooting the pyxis system did not resolve the issue. However, there were no delays or adverse events or injuries reported based on this event.